Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B) (4) no anomalies were found. Set screw rounded socket and set screw in connector bore were noted. (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure, it was not possible to connect a lead to the device. The device was not implanted. No patient complications have been reported as a result of this event.